Event description:
Procedure type: laroscopic splenectomy. According to the reporter: when the handle was squeezed twice, a broken sound was heard and it was squeezed idly. The device could be released and the tissue was damaged. Additional resection and manual suturing was done for recovery. The reporter believes that the tissue might have been too thick and stiff. No bleeding occurred. Nothing fell into the patient cavity. Operative time was extended more than 30 minutes.

Manufacturer narrative:
(B)(4).